Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the stent is nearly completely occluded and no additional intervention to address or correct is possible. The cause of the collapse was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage braid collapsed and was nearly completely occluded on follow-up imaging. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the posterior communicating (pcom) artery. Dual antiplatelet treatment was administered. The patient's vessel tortuosity was normal. It was reported that the patient was initially treated with aneurysm coiling for a subarachnoid hemorrhage in (B)(6) 2020. On (B)(6) 2024 the patient underwent retreatment with the pipeline flow diverter and were given prasugrel 10mg / aspirin. Angiographic results post procedure showed the stent apposed to the vessel wall with no significant fishmouthing at that time. On (B)(6) 2024 they were admitted to the hospital with a dizzy episode and were diagnosed with peripheral vertigo. On (B)(6) 2024 the patient was instructed to stop prasugrel after 6 months as per instructions. On (B)(6) 2024 vaso CT imaging showed the aneurysm occluded, though the stent changed. On (B)(6) 2024 they had attended a facility for slurred speech, facial droop (nihss 4), and were diagnosed with transient ischemic attack (tia), referred tia pathway. On (B)(6) 2024 they were admitted and diagnosed with a lacunar stroke (lacs). Their nihss score was 3. On (B)(6) 2025, dsa imaging showed in-stent occlusion and stent malfunction. The right internal carotid artery and proximal middle cerebral artery were almost occluded. The aneurysm was occluded, which was one of their concerns. The collateral to the right cerebral hemisphere will be via less robust pial collaterals. They planned to revert the patient to dual antiplatelets and do a follow up MRI to look for further ischemia. It was noted there may be a role for neurosurgical bypass in the future. The devices were prepared according to the instructions for use (IFU). It was noted that the patient status was alive with injury of stroke (lacs) and nihss 3. Ancillary devices include a rist 071 guide catheter and a phenom 27 microcatheter.